Event description:
Routine complaint investigation when a consumer reported receiving an error message on their medisense blood glucose monitor. Feeling unwell, the consumer was taken to the hosp where their blood sugar was excessively high necessitating hosp and treatment.